Event description:
It was originally reported by the allergist office that patient is being treated for an allergic reaction to implanted part(s) from a right ankle surgery for high fibula fracture. Syndosmodic fixation performed. Follow-up investigation: per reporter, patient stated that symptoms began not long after having ankle surgery involving implants. Symptoms patient is experiencing involve itching, rash, red bumps, redness. Symptoms appeared on both legs, ankles, truck and arms. Patient was previously seen by a dermatologist who took a biopsy with no positive results. Allergist office was trying to rule out an allergy to the implants patient received. The patient has no known allergies but as of the last follow-up date, still has a slight red rash. Further testing is on hold until patient contacts allergist.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.